Event description:
It was reported that the subject device had stripe in the image with the universal cord scratched. This event occurred at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Reporter street address - (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord was scratched. Based on the results of the investigation, it is likely the following led to the malfunction: image had stripes, no device problem was found. The universal cord was scratched, this issue was caused by a component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.